Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. It was reported that the option-lok male adapter of the tubing set was connected to the female adapter of an unspecified IV catheter. After an unspecified length of time, it was reported that the option-lok male adapter disconnected from the IV catheter and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. No reported delay of therapy critical to the patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.